Event description:
During incoming inspection, the distributor found a hole in one tray of packaged product.

Manufacturer narrative:
The complaint product was shipped to a (B)(4) distributor. During incoming inspection at their warehouse, the distributor found one unit where the packaged product showed a hole in the side corner of the tray. The device from the complaint lot has not been returned to argon medical devices for evaluation as of the date of this report, july 2, 2015. Based on a previous complaint from this same distributor, argon had initiated a 100% re-screen of similar devices in argon's inventories; a health hazard assessment was completed on 06/17/2015 and argon decided to initiate a recall. The FDA (B)(4) district was notified of this decision on 06/18/2015. Since transfer of the operation to argon in january 2014, there had been no complaints for this type of defect until the recent complaints by the (B)(4) distributor. There have been no reports of infection or patient harm. The product label cautions the user to no use the product of the package or product is damaged, and the holes are large enough to be seen on visual examination.